Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump (6400) was returned for investigation in good condition. The customer reported product problem was not replicated. Test results were all within the internal spec of +/- 3.0%. No fault was found. The pump underwent standard preventative maintenance.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-+9.55%." No adverse effects were reported.